Event description:
New information received notes that the patient presented via remote transmission with non-sustained ventricular oversensing. Review of the event revealed possible myopotential oversensing. Programming changes were discussed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a vibratory alert for non-sustained oversensing. The patient was seen in clinic and post-paced t-wave oversensing and potential myopotential oversensing were observed. Programming changes were made. The stable patient was given a home monitor and will continue to be monitored closely.